Event description:
It was reported that after the device delivered several appropriate high voltage therapy due to the patient experiencing a vt/vf electrical storm, a patient alert for charge time limit reached was noted on the device. The following day, the device reached elective replacement indicator (eri) due to normal battery depletion from the high voltage therapy. Abbott technical support was contacted and the device is expected to be replaced due to normal eri. The patient was in stable condition and will continue to be monitored.